Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000 analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 81026li00. Tracking and trending report review for the architect havab igg assay determined that there are no related adverse or non-statistical trends. Retained kits of the complaint lot number were tested in a specificity set-up. All control values met specifications, the results were in the typical range and no false reactive results were obtained. Using worldwide field data the historical performance of reagent lot 81026li00 was evaluated and compared to the performance of other architect havab igg reagent lots in the field. This evaluation indicated that the patient median and standard deviations of the negative population of the complaint lot was similar to other architect havab igg reagent lots. Therefore, no unusual reagent lot performance was identified for lot 81026li00. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab igg assay was identified.